Event description:
It was reported that prior to a da vinci surgical procedure, it was noted that the wires were frayed on the prograsps forceps instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments pitch cables were frayed. The conductor wires were intact and damaged, but the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. Frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the instruments main tube had deep scratches and gouges. The distal end of the main tube had various scratch marks and with light material removal. Scratches were .042 - .213 in length and not aligned with the tube axis. The deep scratch and gouge damage may have been likely due to mishandling/misuse. No other damage was found.